Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a person using the ilet experienced hyperglycemia after a set change, with cgm and bgm readings reported as high, including approximately 397 mg/dl, and a later value of 329 mg/dl trending down; the prior infusion site was observed bent upon removal, the person took an mdi before changing supplies, and later received a high glucose alert on the pump after glucose had been above 300 mg/dl for less than 90 minutes, with an alert appearing on the phone around 1 hour later. Symptoms included hyperglycemia without ketones. Outcomes included no hospitalization and no medical intervention beyond self-management and education. Investigation included review of device logs and an education-focused troubleshooting call, including guidance on timing of reconnection after mdi and set change. Investigation of this case revealed evidence consistent with transient hyperglycemia likely related to infusion site/set integrity and the expected alerting logic and latency, with no evidence of device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with infusion set placement or integrity and expected device performance. [Provide:{case type}] hardware. Alarms too quiet. Troubleshooting & education completed. No alerts/alarms. 400. Unknown. [Provide:{what was the admission date?}] unknown. [Provide:{hq treatment}] troubleshooting and education provided. No clinical treatment reported. [Provide:{healthcloud case number}] unknown. [Provide:{healthcloud case number}] unknown. [Provide:{name of the facility user was taken to?}] unknown. {"records"}